Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin delivery. Upon follow up with customer technical support, the customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.